Event description:
I had a sore throat since (B)(6) 2012. The pain started as a regular sore throat that lasted 3 weeks then turned in to severe pain like a broken neck. I was unable to eat any food only drink liquids. The doctors tested me for strep throat but it was negative. I started spitting blood on the second month along with a low grade fever and a sore throat. Finally the day I was sent to the ER I felt like I could not breath and pain in my neck. They gave me benadryl in my IV and my doctor has found that the invisalign I was given on (B)(6) 2012 was causing all my illness. Now I am hypersensitive to any type of plastic. I am unable to get a refund. Date of use: (B)(6) 2012. Frequency - 22 hours per day.